Manufacturer narrative:
Follow-up #2 (03/11/2013) - for follow-up report #1 (submitted on 03/07/2013), the product analysis evaluated the returned meter on 2/7/2013 not 2/22/2013.

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4): the meter was found to have a defective u5 processor. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the reporter contacted lifescan (lfs) in the USA alleging the meter did not turn on. This complaint is being reported because the alleged issue was not resolve with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to a adverse event.